Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient attempted to connect to the mobile power unit (mpu) while at home. The mpu would work fine until the patient cable on the mpu would bend in a certain way and then there would be a no external power event due to loss of power from the patient cable on the mpu side shorting out. The patient's mpu was replaced and a new mpu was issued. There were no issues on the new mpu.

Manufacturer narrative:
Main investigation conclusion: the reported event of a no external power loss was able to be confirmed during initial testing; however, was unable to be reproduced during further investigation. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu was functionally tested and the alarms were able to be confirmed via flexing of the patient cable. The patient cable was replaced and the alarms were resolved. The patient cable was sent to product performance engineering (ppe) for further evaluation. During further investigation with ppe, the patient cable was inserted into a test mpu and was functionally tested. The cable underwent continuity testing and passed; however, the patient cable did not pass insulation testing. The cable was connected to a controller and was able to operate a mock loop with no alarms active when the patient cable was manipulated. The black communication wire (rs232 receive) was found to have a small, short to shield. Shorting this wire may result in an inaccurate signal being sent to the controller resulting in alarms to activate. The patient cable was cut in order to inspect the condition of the underlying layers in several sections; however, the short was unable to be located. The alarms were unable to be reproduced during further investigation. Multiple good faith effort attempts were made asking if the mpu has a v-lock connector, if the power cord came loose from the wall or the back of the unit, if there were any environmental circumstances that would have affected ac power supply, and if the mpu will be returning; however, no response was received. The root cause of the reported event was unable to be confirmed; however, damage to the black wire in the patient cable may have contributed to the reported event. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook , rev. C, section 6 entitled caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 24feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power loss was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made asking if the mpu has a v-lock connector, if the power cord came loose from the wall or the back of the unit, if there were any environmental circumstances that would have affected ac power supply, and if the mpu will be returning; however, no response was received. The root cause of the reported event was stated to have been caused by a short in the patient cable; however, due to no product returning, this could not be confirmed. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 24feb2021. No further information was provided. The manufacturer is closing the file on this event.